Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had line through the screen where the pixels do not work affecting the ability to read the screen. Customer also stated that the insulin pump has to rewind more than once and the backlight of the screen is dim. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Device had intermittent buttons response due to flattened esc button dome switch. No unlocked j2/lcd keypad connector noted. However, device passed self-test, rewind test and displacement test. No unexpected rewind or back light anomaly during testing. Device had cracked reservoir tube lip. (B)(4).